Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The customer reported that in the displacement test; the insulin pump goes back to the insulin pump error after it rewinds. The customer was advised to revert to the back-up plan as per the healthcare professional instructions. The device will be returned for analysis.